Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient's stimulation had not worked since about seven months ago. The hcp noted that she did not know what "not work" meant. It was noted that when the patient turned his implantable neurostimulator (ins) on, it gave him terrible stomach cramps. The patient later reported that he had a stroke and was in the hospital. The patient noted that getting his device was the worst mistake he ever made. The patient noted that he was never told that he could not have an MRI. Patient services reviewed that based on the patient's registration, he would have been MRI conditionally eligible. It was also reviewed though, that the patient programmer (pp) was what determined eligibility of the device. Further review noted that the facility also had to be able to run the MRI in accordance with the labeling of the device. Patient services asked if the patient had the pp with him, which he did, but the patient noted that he did not have batteries. The patient asked how to get the device out and patient services directed the patient to his doctor.

Event description:
Additional information was received from the patient that reported therapy was not working, their stomach was cramping when therapy was on, and that they had not charged or used their therapy in 7-8 months. There was no overdischarge reported. The patient wants the implantable neurostimulator explanted, and talked about the possibility of a pain pump. It was reported that the therapy never helped even though they had been reprogrammed several times and he could only feel it in the abdomen, though he did feel a jolt in his arm once. There was no planned surgical intervention at the time of the report. The patient's medical history includes needing an MRI due to a knee surgery. The patient has claustrophobia due to having a house fall on him when he was an adolescent. The patient has multiple sclerosis and has to have brain scans, has had 5 shoulder surgeries and neck injuries in the past and was on several medications: 8mg of dilaudid, percocet, and oxycodone.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that he lost coverage in his shoulder and arm and the system was not working. An x-ray revealed the lead had migrated down at least one vertebral body since implant. The patient was unable to relate this to any event. It was also noted that the patient had not been using the device. The battery was empty and reprogramming could not therefore be attempted. The patient also reported, with respect to a different lead and also the implantable neurostimulator (ins) itself, that stimulation was all in his abdomen and nothing was in his leg. No specific event could be related to this issue. X-rays were performed and the physician felt this lead was in the same place as it was at implant. The patient stated stimulation had been in the abdomen since implant. It was noted again that the patient was not using the device as it was stated to not work, so the battery was empty and reprogramming was not possible. The implanting physician felt that reprogramming could be done for the cervical lead once the battery was charged to recapture shoulder and arm coverage. The physician was not going to address the issue with the thoracic lead getting all abdominal stimulation. The patient was noted to be alive with no injury and no surgical intervention had occurred or would be planned. The patient was referred to another provider for follow-up and management. The patient was dismissed from his previous provider. Additional information received from the rep reported that nothing was resolved as of 2015 (B)(6). The patient was waiting for a consult to be seen in another clinic. It was further noted that the patient had not endeared himself to many providers and had already been discharged from 2 clinics. He was working on finding another that would manage him. Relevant medical history included non-malignant pain. This event will be updated if additional information is received.